Event description:
It was reported that prior to implant, while still in package, the device would not interrogate. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of telemetry anomaly could not be confirmed in the laboratory. The device was tested on the bench with rf telemetry and device functions were normal. No anomalies were found.